Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing and increased capture threshold was noted on the right ventricular (rv) lead resulting in a loss of capture. Diagnostic imaging was performed and revealed rv lead dislodgement. Inappropriate high voltage therapy was also delivered due to the rv lead dislodgement. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.